Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a pvi ablation procedure, the patient experienced pericarditis. While still in the hospital the patient developed chest pain attached to breathing along with shoulder and neck pain. A transthoracic echocardiogram (tte) performed revealed no pericardial effusion or pneumothorax. However, pericarditis was suspected, and the patient was treated with prophylactic medication an is currently in stable condition. The ablation procedure was completed as expected. There were no performance issues with any abbott devices.